Event description:
It was reported that during a device upgrade, the left ventricular lead exhibited noise. During repositioning the guidewire became stuck. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.